Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they are receiving discrepant results with the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or return samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor system for rapid detection of group a strep - clia waived kit, the customer questioned a negative result received from the veritor analyzer after visually observing a faint line present on the test portion of the cartridge. The same cartridge was reinserted into the veritor analyzer and a positive result was obtained. There was no health impact reported.